Event description:
It was reported that the pt had high cobalt/chromium levels from blood test reported on (B)(6) 2012. Pt also experiencing soreness.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00691.